Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient started "urinating a lot" yesterday. Troubleshooting was unable to be performed as patient lost programmer and communicator so patient was redirected to (B)(4). Patient further reported they have been urinating a lot for 'a few months" now. Patient states they lost equipment but now has found it and wants to turn therapy on. Patient also mentioned device seems to have moved and is more towards the surface for the past few months when laid on it. Moreover, they felt a shock in the back when getting MRI of abdomen. During call, it was reviewed head or brain only MRI eligibility. Patient reports may have been pet/cat scan. Compatibility was reviewed with patient. On the call patient switched to program 1 and confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to healthcare professional (hcp) to discuss movement of ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.